Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lead was capped and replaced and the device was explanted and replaced.

Manufacturer narrative:
Continuation of d10: 6931 lead, implanted on (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable bipolar pacing impedance, as well as oversensing and noise episodes. A lead fracture was suspected. It was further reported that x-rays were completed and the clinician suspected that the pin of the lead was not fully seated in the header. The implantable cardioverter defibrillator (ICD) pocket was opened and the rv lead was disconnected and re-connected. The patient will continue to be monitored. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.